Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#:(B)(4), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having a difficult time getting their implantable neurostimulator (ins) to charge for about a week and a half. Pt stated the controller screen would display looking for device and looking for a better charge quality and would start slow and then go crazy. Pt would reposition the recharger and the controller would display a green light but then a second later the light would turn yellow. Pt also stated they would see the poor recharge quality message a lot. Agent had pt inspect the recharging antenna for damage, pt reported no visible damage, but stated when they charge the controller to 100% and go to charge their ins, the cord and paddle get real hot. Pt stated the controller screen looked like it may have gotten a little wet as there is a little line that goes through the screen, but pt stated everything works in the controller. Agent advised to monitor for any issues. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.